Manufacturer narrative:
Customer quality (cq) conducted an investigation of the returned device. The plate is broken apart between the 8th and 9th hole. The holes next to the fracture are strongly deformed. Also the plate was strongly deformed at the recess between the holes before it broke. There are different strong marks of a bending tool visible close to the fracture, but also at the intact sections, that were also contoured during preparation are strong marks visible. The relevant dimensions of the plate were checked and no deviation from the specification was found. The manufacturing documents were reviewed and no complaint related issues were found. With titanium (ticp) according to norm iso (B)(4) the correct material was used. The fracture face is homogenous, which indicates material conformity. The complaint history was reviewed and no other complaints of this nature for the plate 04.503.735 are listed. Based on these findings a product related issue can be excluded. Based on the provided information we are not able to determine the exact cause of this occurrence. The appearance of the plate at the fracture zone with the deformed material and holes let us assume that a sharp in-plane bend between two holes did lead to a forced rupture. In this relation it can be mentioned that the other two out-of-plane bends at the intact piece of the plate were also made sharp between two holes in a 45° degrees angle. In general we would like to mention the matrixmandible plating system instructions for use with following statement: avoid sharp bends. Sharp bends include a single out-of-plane bend of >30 degrees between two adjacent holes. The appearance of the plate at the fracture zone with the deformed material and holes let us assume that a sharp in-plane bend between two holes did lead to a forced rupture. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. (B)(4). Device is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. A device history record (DHR) review was performed for non-sterile part: 04.503.735 / lot: h096846 (non-sterile part information by chu): part mfg date: 12-may-2016, part exp. Date: n/a, manufacturing location: depuy synthes ¿ (B)(4): a review of the device history record revealed no complaint related anomalies. The device history record shows lot# h096846 of ti matrixmandible double angle recon pl was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was first manufactured unsterile under the lot h096846 in (B)(4) and sterilized afterwards at synthes (B)(4) under part # 04.503.735s / l076522: manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 26. July 2016, expiry date: 01. July 2026. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a matrixmandible reconstruction plate broke in the maxillofacial laboratory ahead of planned surgery. The plate was being contoured in the maxillofacial laboratory ahead of planned surgery. The plate broke while being contoured. There was no patient involvement and no prolongation of the surgery was reported. This report is for one (1) ti matrixmandible double angle recon plate. This is report 1 of 1 for (B)(4).